Event description:
It was reported that the maxzero needleless connector had residual liquid on it. The following information was provided by the initial reporter, translated from chinese to english: "after the infusion, the needleless infusion connector is not washed clean and residual liquid."

Manufacturer narrative:
H6: investigation summary: a mz1000 china sample was not available for investigation of this feedback; however the customer indicates that residual fluid was visible within the housing after the maxzero had been flushed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19105697 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. The maxzero connector features a visible fluid path and high-flow, straight-fluid channels to enhance flushing. According to the instructions for use (IFU) the device should be flushed after each use with normal saline. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz1000 china device in the past 12 months.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the maxzero needleless connector had residual liquid on it. The following information was provided by the initial reporter, translated from chinese to english: "after the infusion, the needleless infusion connector is not washed clean and residual liquid."